Manufacturer narrative:
The device has been received by (B)(4). The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that the device could not secure cutter. The device was being used during surgery but the procedure was unknown to the reporter. There was no report of patient or user injury. There was no additional information provided.